Event description:
It was reported that the programmer's screen did not respond to the touch pen stylus. It was noted that the stylus was changed out but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of the stylus and screen not aligning and the bezel overlay assembly was replaced and calibrated with the stylus to resolve. Analysis also found that the printer drawer release button was damaged, the media bay door latch was bent and that the lower case had scratches. All were replaced to resolve. Product ID 229047 software analyzer. (B)(4).